Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the asymptomatic patient presented in-clinic for follow up, post-paced t-wave oversensing was observed. The patient received inappropriate atp. The device was reprogrammed.

Event description:
It was reported that a patient received an alert transmission for non-sustained lead noise. Myopotential signals were being sensed intermittently. Reprogramming of the device will be performed.